Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had potential far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was shocked by the implantable cardioverter defibrillator (ICD) possibly due to supra ventricular tachycardia (svt). It was noted the right atrial (ra) lead was oversensing. Follow up with the company representative indicated that no intervention was done and no further episodes have been noted. The lead and device remain in use. No further patient complications have been reported as a result of this event.